Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) due to an unspecified reason. No patient complication were reported in relation to this event.